Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: a photo was taken by an agency representative, and it appears that the silver cable is broken.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was found to have a broken conductor wire. There was no report of patient involvement.